Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient developed a severe case of stomach virus and was hospitalized and catheterized. Since the catheter was removed she experienced a loss of symptom control. The patient also thought she may have a urinary tract infection (uti), and was waiting for test results. Additional information received reported that the patient was treated for infection since october, and the infection was no longer in her urine, but physician thought it might still be in her blood in (B)(6). It was later noted by the physician that the infection was a uti not a wound infection and was resolved. Following resolution of the uti that patient still was not seeing any benefit from the stimulator. The patient saw her doctor in (B)(6) and was reprogrammed. The patient felt stimulation for a couple of days, but then had to increase to feel it, but wasn't getting urinary relief from incontinence. Further information received reported intermittent stimulation. The patient only felt stimulation in certain positions. Patient tried program 1, which didn't work, then went to program 3 which worked for a while, but was no longer working consistently at the time of the report. The patient was going to try to increase amplitude and track symptoms.

Manufacturer narrative:
Lead: model 3889-28, lot #v589285, implanted: (B)(6) 2011, explanted: na; programmer: model 3037, serial # (B)(4).